Manufacturer narrative:
Inratio precision data provided by end-user lot 070070 first test inr=3.3, second test inr=2.5, mean=2.9; sd=0.56; %cv=19.5%. The % cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time. Patient had symptoms of bleeding vaginally. This is adverse event case. Products will be tested when returned. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date 05/2007 inratio 3.3, lab 6.2, mean 4.75, confidence limits 2.6-6.9; inratio 2.5, lab 6.2, mean 4.35, confidence limits 2.5-6.5. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Patient had symptoms of bleeding vaginally. This is adverse event case. Products will be tested when returned.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date 05/2007 inratio 3.3, lab 6.2, inratio 2.5, lab 6.2. Caller alleged imprecision with inratio meter. Results as follows: first test inr=3.3, second test inr=2.5. Patient had symptoms of bleeding vaginally. This is adverse event case.